Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional info e1 ((B)(6). It was reported that during the inspection, the cs100 intra aortic balloon pump (iabp) had an issue regarding the "ECG cable malfunction." There was no patient involvement. A getinge field service engineer (fse) was dispatched in order to evaluate the unit, and during the period of an evaluation, fse inspected the cs100 sn (B)(6) pump, from which the engineer had recommended replacing the ECG cable ref. "D012-00-1157-02". The customer will receive an offer for the cable and once they place an order, the customer service department is responsible for implementation. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. H3 other text : fse evaluated device however customer will be doing the repair.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) the engineer recommended replacing the ECG cable. There was no patient involvement.